Manufacturer narrative:
There were two patients associated with this event. The customer did not provide age, date of birth, sex, or weight for either patient. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the r/w (red/white) preamp card, resolving the issue.

Event description:
Customer reported erroneous high platelet test results were obtained when using the coulter lh 500 hematology analyzer in their laboratory. The customer also reported the presence of r (review results) and voteout flags with platelet results. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. Erroneous test results were reported out of the laboratory, however there was no affect to patient treatment associated with this event. There was no death or injury associated with this event.